Event description:
During a pta to the right iliac artery, the balloon burst at an unk pressure. Upon removal of the burst balloon, the balloon was reported to have separated. The separated segment of the balloon was retrieved via a snare without consequence or injury to the patient. It is unk if the case was completed with another product. An indeflator was used to inflate the balloon, and it was reported that the device was used in accordance with its instructions for use. As per the reporting account, no additional information is available and none will be forthcoming. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.